Event description:
The catheter kept clotting off and required urokinase. The catheter was removed due to an occlusion that could not be cleared. There were periods of apparent sepsis which also required urokinase and IV antibiotics.